Event description:
It was reported that a remote monitoring transmission was sent and intermittent undersensing from the right atrial (ra) lead was observed on atrial arrhythmia episodes. Intermittent far field r-wave (ffrw) oversensing was also observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.